Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient had a suspected ethylene oxide (eto) reaction at the beginning of a therapeutic plasma exchange (tpe) procedure. The patient developed swelling and redness around the eyes. Per physicians orders, 50 mg of benadryl was given to the patient via IV. Per the customer, the patient was already an inpatient in the hospital and was monitored by the floor nurses. The patient is reported in stable condition. Patient identifier is not available at this time. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to medical intervention in the form of IV benadryl.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury on the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. A service call was placed for this event. A terumo bct service technician performed a functional checkout of the machine per manufacturer's specification. No changes were needed and no issues were found. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. The rdf analysis and service check show that the procedure and system operated as intended. Based on the customer's statements, the root cause for the reaction is the patient's allergic response to eto. The spectra optia apheresis essentials guide provides the "saline rinse" as a procedure option. This option "allows you to rinse the tubing set with saline solution when you are concerned about hypersensitivity reactions associated with residual ethylene oxide in the tubing set,which is a by-product of sterilization. This option is available to select before you connect the patient."

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. Signals in the run data file indicatethat the system operated as intended.investigation is in process. A follow-up report will be provided.